Event description:
Squamous cell carcinoma lower lip removed in (B)(6) 2021. Now has neuroendocrine tumor (neoplasm) in duodenum as of (B)(6) 2021 with another hospitalization and surgery coming in (B)(6) 2021 or (B)(6) 2022. FDA safety report ID# (B)(4).